Event description:
It was reported that during a gastrectomy procedure, although the device was used as usual, the staple was not deployed properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Nonconforming staple stack. Additional information was requested. The staples were deployed but only one-side leg of the staple was pushed, so the staples could not be formed properly. The analysis results showed that the device was received non-functional as the staple stack was noted to be misaligned. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the staple stack became misaligned, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.